Event description:
It was reported there was a confirmed liquid pocket in the back which the healthcare provider (hcp) suspected to be cerebrospinal fluid (csf). The liquid pocket was confirmed in (B)(6) 2012, and it was noted the system had just been implanted on (B)(6) 2012. A surgical distal catheter replacement was done on (B)(6) 2012. At that time the hcp noted that there seemed to be no problem on the proximal end of the catheter and it was suspected that the csf leak may have come out through "outside of the catheter." The medication in the pump was gabalon (baclofen). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0205780363, implanted: (B)(6) 2012, partial or all explanted: (B)(6) 2012. Product type: catheter. (B)(4).